Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a laparoscopic gynecological procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.